Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: d2 additional narrative: h6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: implant report for depuy synthes viper fenestrated screws + vertecem implants (all) from (B)(6) 2016 to (B)(6) 2024. There was a total of 180 patients (40 males, 143 females, mean age 74.3 years) with 183 procedures. Final registry report outcome description: (postoperative general complications before discharge) 1 patient had cardiovascular complication. Treatment not reported. 1 patient had pulmonary complication. Treatment not reported. 1 patient had cerebral complication. Treatment not reported. 1 patient had kidney or urinary complication. Treatment not reported. 1 patient had thromboembolism. Treatment not reported. 2 patients had other general complications. Treatment not reported. (Intraoperative surgical complications) 1 patient had nerve root damage. Treatment not reported. 11 patients had dural lesion. Treatment not reported. 1 patient had fracture of vertebral structures. Treatment not reported. 2 patients had other general complications. Treatment not reported. (Postoperative surgical complications before discharge) 1 patient had sensory dysfunction. Treatment not reported. 1 patient had deep wound infection. Treatment not reported. 1 patient had other surgical complication. Treatment not reported. (Surgery follow-up early complications/ less than 28 days) 1 patient had implant failure. Treatment not reported. (Surgery follow-up sub-acute complications/ 2-6 months) 1 patient had superficial wound infection. Treatment not reported. (Surgery follow-up complications treated with reoperations at 1-2 years) 2 patients had neurocompression. Patients underwent reoperation. 6 patients had adjacent segment pathology. Patients underwent reoperation. 4 patients had instability. Patients underwent reoperation. 4 patients had hardware removal. Patients underwent reoperation. 1 patient had failure to reach therapeutic goal. Patient underwent reoperation. 2 patients had postoperative deep infection. Patients underwent reoperation. 1 patient had wound healing problem. Patient underwent reoperation. 4 patient had other complications. Patients underwent reoperation. 1 patient had an unknown complication. Patient underwent reoperation. This is for depuy synthes vertecem. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown vertecem cement/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.